Event description:
On (B)(6) 2009, the patient reported that, while changing the insulin cartridge of his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This resulted in a full cartridge of insulin spilling into the cartridge chamber. The proper procedure for changing the insulin cartridge was reviewed with the pt. The pt was advised to switch to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.